Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ail limit failure was not confirmed. On 30-oct-24, lvp was received unboxed and with paperwork. Unit powers on and runs with no error messages. Internal inspection revealed no loose connections or physical or component damage. Verified 3vdc, 5vdc and 8vdc were present. Unable to verify or duplicate customer failure complaint. No faults found. Device to be returned to san diego repair center for processing. No faults found. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in ail limit. There was no patient involvement.

Event description:
It was reported that the device had failed in ail limit. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.